Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation- the trocar, trocar pin, and one fragment were available for investigation. The shaft of the trocar is fractured, one fragment available, but approximately an area of 15x10mm has not been provided. Several tests and investigations were performed. Batch history review - the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available it is not possible to determine one possible root cause of the failure; we assume a manufacturing, a design- related or a combination of multiple factors. A CAPA has been opened.

Event description:
It was reported that there was an issue with a disposable trocar. During an unspecified procedure, it was noted that the trocar fractured and there was detachment of parts. Fragments were not found within the patient and an x-ray was taken to confirm this. On the next day, exploratory surgery was performed and again no pieces were found. After the procedures, it was reported that the patient did not show any adverse affects. Additional information was not available.